Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). On 09/24/2004, the vad coordinator contacted the manufacturer to report that the pt has had intermittent yellow wrench and red heart alarms. The pt had changed out the system controller on six days earlier, and again five days later. The pt thought the yellow wrench was a current limit advisory but couldn't be positive. The pt was placed on an ip console five days later. Wave card and vent filters were sent to the MFR for analysis. This waveform results were normal. The vent filter analysis showed talc and sodium. The MFR called the vad coordinator with the results, and she stated the pt had been using powder everyday. The vad coordinator also stated she was going to switch the pt from an ip console to a power base unit (pbu), since he had been on pneumatic support for 10 days and observed. The vad coordinator had called the manufacturer and stated the pt had been on the pbu for 30 minutes without alarms and she was going to continue to monitor the pt. The patient remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The patient remains implanted and on lvad support while awaiting a heart transplant. Based on the information available, the cause of the event appears to be related to fluid ingress and powder, the patient was using occluding / clogging the vent fitlter/port. There are multiple warnings in the device labeling related to the vent filter/port. The pt is currently running on electric actuation without problems. No further is available. The manufacturer is closing its file on this event.